Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that the basal was not programmed before the alarm went off. The customer stated they had a battery out as well. The customer was assisted with trouble shooting and was advised to monitor the insulin pump for any further issues. No further assistance needed.